Manufacturer narrative:
The insulin pump was received with intermittent on all buttons, high sleep current measurement and hardware low level failure error alarm during self-test, the problem was isolated the to the keypad assembly. The insulin pump failed the leak test from the cracked case corner of the belt clip rails near the battery compartment. The insulin pump passed active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had scratched case, pillowing keypad overlay, serial number label stained and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had unresponsive buttons. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.